Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this evnet will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis confirmed insulation damage at 32.5 cm to 33.5 cm from the is-1 pin consistent with clavicle first rib abrasion. In addition, analysis revealed the rate sense wire was fractured corresponding to the suture sleeve tie-down location. Although this wire was fractured, therapy was available.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed noise causing oversensing on the right ventricular channel. A review of the stored electrogram did not reveal any inappropriate shocks had been delivered. The noise and oversensing could be reproduced by manipulation of the device and arm movement. Sensing and impedance measurements had decreased since the previous interrogation. A revision procedure was performed. This lead was removed and replaced. Upon removal, a visual inspection revealed damage at the subclavian area. It was thought the lead may have been fractured at this area. Post revision, acceptable lead measurements were obtained. The lead will be returned for analysis. No adverse patient symptoms were reported.